Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities, and the following was observed: two (2) struts were bent outwards at the inflow side of the crimped valve. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of valve frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in imagery evaluation. Per imagery review, the patient's right access vessel had presence of tortuosity. Additionally, it was reported that ''resistance was noted as the thv was advanced through the esheath'' and ''the valve became stuck in the proximal portion of the esheath,'' and then ''the valve frame struts were observed to be bent,'' which indicates that high push force may have been used in an attempt to advance the valve and delivery system through the tortuous patient anatomy. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve. As reported, resistance was noted as the thv was advanced through the esheath. The valve became stuck in the proximal portion of the esheath. The delivery system and valve did not exit the sheath tip. The valve frame struts were observed to be bent. Upon withdrawal, a small tear was identified in the partial expansion portion of the esheath. The sheath was not returned for evaluation, as the surgeon cut it post-procedure to retrieve the thv and assess the extent of the frame damage. No issues were reported during the crimping phase or insertion of the esheath, and the delivery system was prepared according to the instructions for use (IFU). The valve was not implanted during the initial attempt. A new sheath, delivery system, and valve were subsequently prepared, and the procedure was completed with a successful valve implant and a stable patient outcome. The perceived root cause of the event was mechanical interference caused by bent struts on the thv, which increased resistance during advancement through the sheath. No patient injury occurred, and no additional interventions were required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.